Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at the unknown interface. The tibial tray has subsided anteriorly and laterally. Bone has grown over the lateral side of the tray to stabilize tray. Surgeon notes the cement was well bonded into the bone but tray is removed without any cement adhered.